Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open pouch from the lot number provided in the report. The label matches the product returned. The first picture provided shows the device in a coiled position and there is no clip on the distal end of the device; this is assumed to be the device in a post deployment state. The second picture provided shows the pouch and the label matches that in the report. The third picture provided shows the distal end of the device, the clip housing has detached from the cath attach but is still connected to the drive wire. Our laboratory evaluation of the product said to be involved could not confirm the report as described, the clip had been deployed and was included in the return. The clip returned loose in the pouch and in the closed position. As the user difficulty was during the procedure the clip was likely deployed outside the scope by the user/rep to assess the device failure. The device was tested outside of the scope, and the drive wire advanced/retracted with no resistance. During a functional test, the device was advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the clip, drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our evaluation of the photos provided confirmed the report, however, our laboratory evaluation of the returned device could not confirm the report as the state of the returned device prevented further evaluation; the clip had been deployed in the closed position and was included in the return. A corrective action has been initiated to reduce occurrences of the clip housing detaching from the cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophageal mucoseptomy procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that the device was broken. The device was opened and checked for function before passing through the channel, then the catheter was passed through the channel holding it by the red mark, when the endoscopic exit of the tip was seen in front of the lesion, and when trying to open it, it was seen on the screen that the clip arms did not open, disengaging the tip. A photo of the device was provided, and it showed the clip tromboning [clip housing detaches from the cath attach and remains attached to the drive wire]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first picture provided shows the device in a coiled position and there is no clip on the distal end of the device; this is assumed to be the device in a post deployment state. The second picture provided shows the pouch and the label matches that in the report. The third picture provided shows the distal end of the device, the clip housing has detached from the cath attach but is still connected to the drive wire. The device history record for the lot number said to be involved was reviewed. Non-conformances that could potentially be related to the complaint were contained in the associated device history record. The non-conformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence non-conforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our evaluation of the photos provided confirmed the report. A corrective action has been initiated to reduce occurrences of the clip housing detaching from the cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.